Event description:
It was reported that the right ventricular (rv) lead had no capture. Therefore the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. The defibrillation portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.